Manufacturer narrative:
(B)(4). One photograph and four still cine images were received from the account. The photograph captures the proximal section of the resolute onyx 2.0x22mm stent. Deformation is evident to one of the proximal stent wraps with struts raised. From the still cine images, the lesion site in the lad diagonal branch can be confirmed as reported by the account. Two cine images capture the inflation of unknown devices at the lesion site. The inflation devices conform to the native shape of the lesion. The fourth cine image captures the lesion site after treatment with unidentified devices. The cine images did not capture the reported stent deformation of the resolute onyx 2.0x22mm stent. The device was received for analysis. Slight kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 20th distal stent wrap with struts raised. There was misalignment to a number of the proximal stent wraps with stent struts misaligned and slightly raised. There was slight deformation to the distal tip. There was a kink on the distal shaft approx. 12cm distal to the guidewire entry port.

Event description:
The physician intended to use a resolute onyx drug-eluting stent to treat a lesion in the proximal lad. Lesion exhibited moderate tortuosity, mild calcification and 80% stenosis. The lesion had been pre-dilated. The resolute onyx was removed from the hoop and inspected with no issues noted. No damage noted to the device packaging. Negative prep was performed with no issues noted. It is reported that stent deformation occurred in vivo during positioning/ advancement. Resistance had been encountered during advancement, excessive force was not applied. No patient injury reported. The physician completed the procedure with another resolute onyx of the same size.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.